Event description:
Portion of a tampon inside of me from my most recent period. Rest remained in me [foreign body in reproductive tract]. String and portion [of tampon] had come out [device breakage]. Looks as if the string and portion had come out but the rest remained in me [complication of device removal]. Case narrative: consumer reported via email that a portion of the tampon was found inside of her during a pap smear. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.